Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had the first blue button from the left, the number 0, and decimal button and found them to be inoperable. The cause was identified to be the flex tail connected to the I/o board was torn. The keypad requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device keypad had the first blue button from the left, the number 0, and decimal button and found them to be inoperable. No additional information is available.